Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck on blue screen with carefusion logo. The technical support specialist (tss) dialed into the station and deployed the package per knowledge article station boots to blue screen/app does not auto-launch, but the deployment initially failed. After rebooting the station, it successfully auto-launched medapp with no further issues. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed a blue screen with the carefusion logo. The customer attempted rebooting the station multiple times; however, the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.